Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received for evaluation. No clarification on information was received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations of product specifications detected during production. This complaint cannot be determined.

Event description:
Customer states that tubes are not filling to the fill line. The issue is occurring with multiple patients and employee.